Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The helix and both the inner and outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during the implant attempt, the physician encountered difficulty in trying to pass the introducer. The physician then attempted to remove the lead, but was unable to extract the lead. It appeared that the lead had snagged on the subclavian vein and after much difficulty, the physician was able to remove the lead. The lead had not been inserted with the helix extended, however, upon inspection of the lead, the helix was found to be extended and stretched. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.